Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed following testing and opening the battery case. The intermittent weld would contribute to a power consumption issue. Analysis of the device revealed that it failed to meet specifications during testing. An internal investigation has been opened to evaluate these reported events. The probable root cause was the intermittent electrical connection with the battery cells which resulted in the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at home when he realized that the battery would not hold charge for more than 2 hours. He didn't experience any critical alarms. The patient returned to the hospital where they replaced his battery from stock. There was no impact to the patient.